Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to attempt several troubleshooting steps, but the pump did not turn on. As a resolution, technical support decided to replace the pump. The customer agreed to use multiple daily injections as a backup therapy.